Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure. During device preparation, the pacemaker was in backup vvi mode. The physician elected to use a new pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction, section e1, the reporter establishment name should have been (B)(6), rather than (B)(6).

Manufacturer narrative:
The event of unexpected mode change was confirmed. The device was received in in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found nmi memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed no anomaly. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.